Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer's aviva meter was compared to a professional meter within 10 minutes and the results were 180 mg/dl and 80 mg/dl. Reporter did not know which meter produced which result. No adverse event was reported. The alleged product is not available to return for evaluation.